Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a at this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the touchscreen on the ventilator went blank while the patient was using the unit. The patient was switch to an alternate vent and there was no reported patient harm.

Manufacturer narrative:
Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to a corrupt bootloader.